Manufacturer narrative:
The customer reported problem was confirmed. Technical support informed customer this is most likely due to the split nuts being stripped. - recommended sending in for repair. Provided repair pricing information. Customer will set up for repair on line. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8110 failing force calibration account name: (B)(6) extended care account #: (B)(4) asset name: 8110 syringe module, v9 r asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer called due to their 8110 (sn: (B)(4)) failing the force calibration during preventative maintenance. Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due to the spit nuts being stripped. Recommended sending in for repair. Provided repair pricing information. Customer will set up for repair on line. Ended call. Ref:_00d30y0yr._5000l1oj823:ref.